Event description:
Patient presented to the physician with a burning sensation at the chest. Imaging was performed which showed the sensing lead had migrated. Physician brought the patient into the or and replaced the entire inspire system.